Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels. Customer stated that she is pregnant and was feeling sick. Customer's blood glucose levels at the time of hospitalization 275mg/dl. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).